Manufacturer narrative:
(B)(4). Visual and sem inspection/analysis were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). The investigation determined the reported balloon rupture appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Correction: device available for evaluation and device evaluated by manufacturer: device not returned. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted coronary dilatation catheter, nc trek rx, instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). The investigation determined the reported balloon rupture appears to be related to user error and circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the right coronary artery that was 95% stenosed, and had moderate to heavy calcification without any tortuosity. An unspecified stent was implanted, and a 3.0 x 15 mm nc trek balloon catheter was used for post-dilatation. It was inflated once above the rated burst pressure at 29 atmospheres and ruptured. Therefore, the device was replaced with a non-abbott non-compliant balloon catheter, which was inflated at 30 atmospheres to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.